Event description:
It was reported the vacuum pressure is diminishing. The doctor has reported that on every case the pressure has been manually increased due to inadequate pressure during the biopsy. There have been no patient consequences reported.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the vacuum tubing to be replaced. The device was functionally tested, met all product requirements and returned to the customer.